Event description:
The nurse clinician reported a back check valve failure. Details of the event were reported as follows: vancomycin secondary infusion bag emptied within 10 - 15 minutes of starting the infusion. There was no evidence of a pump malfunction and the secondary set-up was confirmed by a second nurse. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow-up report will be submitted with failure investigation results should the set be received for eval.